Event description:
A report was received on (B)(6) 2015 from the physician regarding a (B)(6) female patient with a medical history significant for diabetes mellitus, hyperparathyroidism, hyperlipidemia, arthrosclerotic heart disease and hypertension who experienced cardiac arrest during treatment and subsequently expired. At approximately 5:00pm on (B)(6), the patient's caregiver received a text from the patient that she needed assistance. The caregiver found the patient unresponsive and in cardiac arrest. He called the paramedics and performed (CPR) on the patient. The patient had a pulse and was transported to a local hospital where she was admitted to intensive care. The patient expired later that evening. An autopsy was requested by the family. No results are available at this time.

Manufacturer narrative:
The nxstage system one cycler has not been made available for investigation. At this time the investigation is ongoing. Other text : pending receipt of device